Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the product code/lot number combination being unknown. A search of the complaint file could not be conducted due to the product code/lot# combination being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is not available.

Event description:
The user facility reported difficulty with the involved angio-seal device. The following information was provided by the user facility: the foot pulled through the artery and the patient went to surgery to repair it; the patient was fine after surgery; when attempting evolution, the entire device came out and the anchor was attached to the suture; they held manual compression for 45 minutes - 1 hour and unable to achieve hemostasis; they also tried femostop and it didn't work; the patient went to surgery to repair the common femoral artery and did well; it was reported that the patient was a frail, older women; it was reported that the patient is stable; blood loss was reported to be less than 250cc; and the procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.